Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12131, related manufacturer reference number: 2017865-2019-12132. It was reported that the patient developed an infection. The whole system including the pulse generator and leads was explanted. No further information was reported.